Event description:
Voluntary medwatch report received noted that the right ventricular lead was explanted due to infection. No additional adverse patient effects were noted.

Manufacturer narrative:
Voluntary medwatch report received: mw5147250.